Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a setscrew problem with the cardiac resynchronization therapy defibrillator (crt-d). When the physician connected the right ventricular (rv) lead pace/sense and rv coil lead, the screw driver failed to give the clicking noise indicating the torque was reached and the screw properly mounted. Additional screwdrivers were tried with the same result. Physical traction on the proximal lead indicated that the leads were properly connected. All electrical measurements were within expected ranges and no noise was noted. Based on these tests, the physician decided to move ahead and finish the implant procedure without further anomalies. The device remains in use. No patient complications have been reported as a result of this event.